Manufacturer narrative:
Unit was rec'd from the field for eval. Refer to eval # (B)(4)- visually observed a lot of glue at nose cone - no effect on handpiece function. Unit primed and cut successfully. Could not verify malfunction. The unit was disposed of after the eval. The DHR for microtip lot 25313-01 was reviewed and showed that the units met mfg specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 25313-01. A review of lot history showed that there were two ((B)(4)) reported microtip unit failures. Lot 25313-01 has a failure rate of (B)(4).

Event description:
Handpiece failed prime. ((B)(4).